Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed one segment on the top red led display failed to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection isolated the failed led segment to an open circuit on the seven "7" segment display component "d4" of the system board. (B)(6). A service history record review revealed this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported one segment in the display is missing. No patient impact or consequences were reported.